Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as change in caregiver. The peritonitis was manifested by cloudy pd effluent and stomach pain. One day prior to the peritonitis diagnosis, the patient was hospitalized due to cloudy pd effluent. On an unknown date, the patient was treated with vancomycin injection (1gm, every 4th day, intraperitoneal, discontinued) and ceftazidime injection (1gm, once daily, intraperitoneal, discontinued) for peritonitis. On an unknown date, the patient was discharged from the hospital and recovered from the events. Pd therapy was ongoing. It was reported the caregiver was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per vantive labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.